Manufacturer narrative:
(B)(4). The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. The device showed signs of clinical usage and evidence of blood. The delivery device was returned outside the loading device. The blue slide lock was disengaged and the plunger was fully depressed on the delivery device. There was blood on the loading device. The seal and the tension spring assembly remained inside the loading device. The seal was observed to be unfolded and unwrapped. Upon observation small traces of blood was on the outside of the delivery tubing. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .222 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based on the received condition of the device, the reported complaint for "failure to deploy" was not confirmed. And the analyzed failure modes of "failure to load" and "premature deployment" were confirmed. Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.